Event description:
It was reported that the nurse noticed a small hole/compromise of the sterile packaging. Did not open, no delay in procedure as it happened prior to start of case.

Manufacturer narrative:
(B)(4). : batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2023. D4: batch # 140c93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ech60l device was returned with its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (holes); the holes were noted to be from the outside in. The damage found compromised the device's sterility. The reported event is confirmed. The damages found on the packaging appear to have been caused by an external object puncturing the tyvek. A possible cause for this condition is improper handling during transit or storage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 140c93, and no non-conformances were identified.